Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cage backed out on the l5-s1 disc space and s1 fractured post-op on a t10-iliac construct. We were revising the construct, today. The cage was tamped back into place. S1 screws were removed and 2 additional iliac screws to the other 2 iliac screws. The screwdriver tip broke off in the screw head while adjusting the screw. New rods were placed. The set screws were final tightened at 100 lbs. The set screw torque driver stripped along with one set screw. A new set screw torque driver was available and the 17 additional set screws were tightened without a problem. The cross-links were reimplanted without a problem. We did find a portion of a 8.0 x 45mm expedium screw was damaged. This is the screw that was removed from the fractured pedicure of s1. Additional information received from sales rep 8mar2018: the surgeon discovered the cage backed out and s1 was fractured when films were ordered after a visit with the patient. The patient scheduled a follow up with doctor because she was experiencing pain and weakness after she twisted and heard a ¿snap¿ in her back. This is what caused the revision surgery. I do not have the cage information. He tamped the cage back into place and it is still in the patient. It was a vertebral spacer-tr (synthes). As for the set screw, I do not have that information. It was misplaced after surgery. It was stripped when the surgeon was final tightening the construct. He was using additional torque (100 lbs.) Because he did not want the set screws to loosen. Patient consequence? Yes. Patient consequence description:fractured sacrum when twisting. Action taken for procedure:construct was revised by surgeon. See above description, is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
(B)(4). Visual examination of the returned device showed signs of stripping to the distal end of its hexlobes. The stripping damage to the distal end of the hexlobes extends approximately one half of the way down their length. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the tightener tip¿s hexlobes stripping could not be determined from the sample and the information provided. A potential root cause may be not fully inserting the instrument flush with the set screw during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.